Event description:
It was reported that pump experienced malfunction alarm with no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction happened again, which customer acknowledged and understood.